Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-aug-2025. Investigation summary: bd received 3 samples for investigation. All three samples were visually inspected and underwent functional tests for sleeve functionality. All samples failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the non-patient end of the needle pierced the sleeve of two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the non-patient end of the needle pierced the sleeve of two (2) units. No adverse impact was reported regarding the patient or user.